Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient had a warning power on reset code displayed. The representative met with the patient and cleared the power on reset with the clinician programmer. The indications for use were lumbar radiculopathy and spinal pain. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.